Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off during use. The infusion set was in use for 1 day. No further information was available.